Event description:
Bone was found in the a 4mm cannulated drill bit that was apart of the lrti loan set sent to tamara private. The scrub nurse stuck a wire up the drill bit before it was used and a small piece of bone or debris was discovered.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.